Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 498 (mg/dl). A pump bolus was delivered to address bg levels. Contact reported that customer's bg levels were stable at the time event was reported. Recommendation was made to consult with their health care provider to discuss diabetes management.